Manufacturer narrative:
Aro report. A ge rep evaluated the system and replaced parts and made adjustments. System operates as intended.

Event description:
Customer reported a dosage adjustment was needed. No patient injury was reported.